Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, undersized implant bed, sinus perforation, infection, mobility.

Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, undersized implant bed, sinus perforation, infection, mobility.